Event description:
It was reported that during a da vinci hysterectomy procedure, the maryland bipolar forceps instrument was not recognized by the system. The sterile adapter was replaced. There was no report of fragments falling into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the reported complaint of the instrument not being recognized. The instrument was checked for recognition on an in-house system. The system successfully recognized the instrument, showing 8 uses left. The pogo pins were not stuck or contaminated. Failure analysis investigation also found the following additional damages to the instrument: one grip was bent, causing side-to-side misalignment of the grips. There was a .047 offset at the tips, indicating overloading at the tip. It was concluded that the damage was likely due to mishandling/misuse. There are indentations at the edge of the instrument's distal pulley and visible scratches on the surface of the pulley. It was concluded that the indentation damage found to the distal pulley was likely due to mishandling/misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The distal end of the main tube had various scratch marks exhibiting light material removal and a rough surface finish. The scratches were short in length and not axially aligned with the tube. The bipolar insert was missing from the back end. The pins and conductor wires were sticking out of the chassis. The insert may have not been fully seated in the chassis, or may been pulled out when the bipolar cord was removed. Some bipolar cords are a tight fit on the bipolar pins and may require a high removal force, potentially causing the insert to pull out. The instrument passed electrical continuity testing. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the tube abrasions with material removed, found during failure analysis investigation, could likely cause or contribute to an adverse event, if the malfunctions were to recur.